Event description:
Ketosis: a woman from canada reported that on july 17, 1998, she noticed that her blood glucose levels were rising. On the moring of july 19, 1998 she felt pains in her stomach and her blood glucose level was 32.5 mmol/l (585 mg/dl). She went to the emergency room where she was diagnosed with acidosis and hospitalized for two days in the intensive care unit. It is reported that the woman has recovered. Prior to the event the woman was using a cartridge of novolin n (rdna) penfill insulin in a novopen 3 device. The woman is not sure whether it is the cartridge that is problematic (this is the third one she noticed leaking) or if it is the novopen 3 that is breaking/cracking the cartridge. Furthermore, she is using a novopen 1.5 for her toronto insulin and has never had a problem with it. She no longer uses the novopen 3 but syringes instead.